Event description:
(B)(4). Since having essure coils placed I have had extreme joint pain, huge blood clots during my period, sharp side pains, pelvic pain, fatigue, been diagnosed with fibromyalgia, hypothyroidism, vitamin b deficiency, vitamin d deficiency, bloating, constipation.

Event description:
(B)(4). I need to report that I had a hysterectomy on (B)(6) 2015.